Event description:
A customer reported to baxter's technical service center that there was air in the patient line. The technical service representative (tsr) assisted the home patient (hp) with ending therapy and advised him to call nurse. The hp to contact the peritoneal dialysis (pd) about air in line. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the report of air in line, it was revealed that the issue was resolved and he had resumed therapy using new supplies. The hp clarified that he was connected to the hc machine when he noticed the air in line. The hp confirmed that he had notified the nurse. The hp also confirmed that he did not have any injury or harm as a result of this incident. Per hp, there he did not notice any defects on the supplies. The hp stated that he did not know the lot number. The hp stated that he is doing "exceptionally well". No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.